Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted oophorectomy general surgical procedure, intuitive surgical inc. (Isi) rep. Reported to technical service engineer (tse) mid-procedure to report they have installed three different cameras, and all are showing an inverted image. The customer reseated the sterile adapter and in-installed the scope to resolve the reported problem. The customer was continuing as planned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: isi rep. Thought the issue was resolved. The rep. Was in that case and it was not a camera issue but rather an incorrect adapter issue. The rep. Instructed them to remove the adapter, ensure the drape was not in it and reinstall. This immediately fixed the problem. It was not a camera problem. Those were the endoscopes, but the inverted view was due to improper installation of the adapter on the carriage. Once the adapter was properly installed, the camera image was no longer inverted and worked perfectly.